Event description:
On (B)(6) 2013, the reporter contacted animas stating that the meter read "high" on (B)(6)2013 and that the patient experienced symptoms of nausea and sweating. The patient reportedly was treated via correction injection and the patient's bg reportedly went down. Customer support (cs) reviewed the pump with the reporter and noted that the patient did not bolus until 3:36pm on (B)(6) 2013 which was the same day the patient went high. It was also noted that the pump was suspended for a short period of time. The reporter denied that the patient would have waited that long to bolus. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the alleged bolus discrepancy in the pump history.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.